Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 114664: (B)(4) items manufactured and released on (B)(6) 2012. Expiration date: 2017-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to instability and progression of disease 4 years and 6 months after primary surgery. The surgeon resurfaced the patella, implanted a size 3 patella, and replaced the 10mm tibial insert with a 14mm tibial insert.